Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The urine samples were random spot urine samples. The qc was acceptable. A general product problem was excluded. The investigation determined the issue was consistent with the use of random spot urine samples, which introduced high variability due to circadian rhythms and patient status. The differences between roche and siemens instruments are due to differences in the method principle, sensitivity to globulins, wavelength, and different standardization. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The creatinine reagent's lot number is 836469. The total protein reagent's lot number is 837924. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 2 patients on a cobas 8000 cobas c 502 module. Results for the following assays were affected: albumin gen.2, creatinine jaffé gen.2, and total protein urine/csf gen.3. Refer to the highlighted results in the attachment (B)(6) for patient results. The samples were retested because the physician indicated the results didn't match the patient's clinical status. This medwatch will apply to the albumin gen.2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the creatinine jaffé gen.2 assay and the medwatch with a1. Patient identifier (B)(6) for information related to the total protein urine/csf gen.3 assay.